Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement and vessel occlusion occurred. The physician had recommended that the patient undergo CABG and aortic valve replacement, but the patient declined, so a stenting treatment procedure was performed. The 95% stenosed lesion was located in an extremely calcified and tortuous mid left circumflex artery (lcx). Prior to treating the lcx, the left anterior descending artery was treated with no complications. The lesion in the lcx was predilated with a 2.0x20mm apex balloon. A 2.25x32mm taxus liberte atom stent was advanced to the lesion, but could not cross. When the physician attempted to remove the device, it would not move. The physician advanced the 2.0x20mm apex balloon past the stent and attempted to trap the device inside a non bsc guide catheter. The balloon, guide catheter, guide wire and 2.25x32mm taxus liberte atom stent were removed together. When the device was removed from the patient it was noted that the stent had dislodged inside the patient. Multiple attempts to remove the dislodged stent with a snare from the left main artery were unsuccessful. The stent embolized to the lcx and blocked blood flow into the vessel. The procedure was completed at that time. Post procedure the patient experienced elevated cardiac enzymes and experienced a myocardial infarction. No further treatment was required; however, the physician again recommended that the patient undergo CABG with aortic valve replacement. Patient status is listed as stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).